Event description:
Information was received from a consumer about a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient could not get their patient programmer to switch from program 1 to program 2 and they had been working with it for two days ((B)(6) 2017), but it seemed like it was stuck. The patient stated that last thursday the manufacturing representative set it so they could use program two for both sides. It was reported that the patient needed stimulation for their left, but as of (B)(6) 2017, they were getting all the sensation on their right and nothing on their left. On (B)(6), the patient started feeling discomfort, but thought that they did too much/overdid it and was trying to regulate it. Patient services worked with the patient to try and navigate to and activate program 2 but after several attempts it was determined that the patient did not currently have access to any other groups/programs. They started over and discussed batteries and the patient reported that the batteries were changed last week. They then worked with the patient to check their settings again, but they only had group a and no other program options. It was reported that the patient did not bring their programmer with them to their appointment with the rep on (B)(6) when they were programmed for comfort. It was reported that the patient had the ability to use other groups b and programs 2 with their previous device. The patient stated that they wanted it fixed so that they can feel it in their lower part of their back. It was reviewed that the patient may not have all of the programming option functions available to use yet, as often more program options are made available after complete healing from implant (6 to 8 weeks post surgery. It was reported that they were implanted on (B)(6) 2017. The patient has an appointment with their healthcare provider on (B)(6). The patient also stated that they had the rep¿s phone number so they would also give them a call regarding getting more programming options. Additional information was received on 2017-05-18, indicating that the patient was going to meet with a rep the following wednesday. The patient state that the device was helping better than taking narcotics every 4 to 6 hours. The patient again stated that they had thought that they had put it in mode 2, but they did not have the ability to do so. The patient reported that the rep thought that the patient had just gotten mode one and that they had to put in more programs, which was why they were going to meet on wednesday. It was reported that the problem was nerve pain in their leg, foot and lower back. It was reported that the device was put in the thoracic area instead of the lumbar. It was reported that the patient got the stimulator to decreased the lower backpain and they stated that it does that. No further complications were reported/anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2017. The patient reported that she contacted a manufacturer¿s representative (rep) and set up an appointment right away. The patient reported that she was very pleased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.